Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they were unable to exit the preparing to prime loop. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to test for prime or fill anomaly due to prime alarm. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.